Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular system in the initial report submitted to the FDA on november 24, 2015. (B)(4). The product was not returned for evaluation. It was reported that the product ordered was (B)(4). When it was received, the outer box was labeled (B)(4), but the product inside the box was correct and was the (B)(4). There was no receiving paperwork provided to prove that this issue occurred. The device history records were reviewed. Both the one piece and the four piece labels are accurately labeled as (B)(4). During manufacturing and packaging, only one work order is produced at a time. Only the (B)(4) units would have been assembled and sealed at a time, then directly sent out to packaging to be boxed in the one piece box and then the four piece box, with the labels. All of the one piece box labels are printed at once on a roll for a single work order, and the same goes for the four piece labels. It is not possible for one single label to have printed as a (B)(4) while the others are printing as (B)(4). Additionally, there were no packaging reworks involved in this lot of products that may have allowed an incorrect label to be placed on the outer carton of the product. This event was not confirmed, and it attributed to customer preference. Method code: manufacturing review. Results code: no failure detected. Conclusions code: unable to confirm complaint. Conclusions code: device not returned. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. Device not returned to manufacturer.

Manufacturer narrative:
Terumo has received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and/or when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems that upon opening the oxygenator, the perfusionist stated that the 3cx*rx25rw was packaged and labeled as a 3cx*rx25re. No patient involvement, and the customer received the correct product.